Manufacturer narrative:
(B)(4)

Event description:
It was reported that during surgery for a pump replacement the healthcare provider was unable to aspirate the catheter. An x-ray was performed and showed dislodgement of the catheter. Surgical exploration revealed that the catheter was coiled up in the pt's back. It was noted that the anchor was intact. The catheter was replaced. The hcp reduced the intrathecal baclofen dosage from 680 mcg/day to 200 mcg/day. The pt was admitted. Per the reporter, nursing staff at the facility where the pt resided indicated that he had "looked horrible" for months and months. It was later reported that when the pt was seen in follow-up by the surgeon his spasticity was completely controlled on 200 mcg/day.